Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue could not be duplicated. All testing results were within internal specifications of +/-3.0%. The expulsor will be replaced as a preventative measure an bring the margin of error closer to nominal specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy by -9.90%. The issue occurred during testing. There was no patient present at the time of the event. There were no adverse events reported.